Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to turn on the screen. There was no reported impact to the customer¿s blood glucose level. Technical support (cts) instructed the caller on how to press the button correctly and offered additional guidance. Despite the troubleshooting, the button continued to be problematic, leading cts to decide on sending a replacement pump with updated software. The customer was informed about the replacement process and acknowledged understanding of the instructions, including returning the faulty pump to tandem within 10 days.